Event description:
It was reported that during a colectomy procedure, the second firing did not produce a complete staple or cut line and the reload came apart. The stapler was reloaded for a third firing and again the stapler did not produce a complete staple line and cut line. The reload also broke apart on the third firing. Not noted how case completed. No patient consequence.